Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was not able to reproduce the reported complaint. However, the isi fse confirmed that e-100 failed to recognize the vse instrument. The isi fse replaced e-100 to resolve the issue. The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform a failure analysis. The e-100 iesu was analyzed and failed when it was installed into the test system. Power and bipolar led turned red. The cut and seal functions of the generator were not functional. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the e-100 generator's power button turned orange when the sealer extend (vse) instrument was installed. The customer received phone assistance from intuitive surgical, inc. (Isi) technical service engineer (tse). The customer did not want to perform troubleshooting and elected to use integrated electrosurgical unit (iesu) to continue with the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering the system on. The e-100 generator was initially powered without errors. The procedure was completed robotically with iesu.